Manufacturer narrative:
(B)(4). Result - the customer returned 50 unused representative 24g bd iag IV catheter units within sealed packages from lot 6028533. All components were present and intact. Visual and microscopic examination was performed and no damage to the units or components was observed. There were no anomalies that would hinder the needles from fully retracting and resulting in a needle stick. Function test was performed for needle retraction by manually twisting the catheter 360 degrees and checked for ¿candy canning¿ of the catheter (tip adhesion). All fifty needles fully retracted meeting no resistance. Observed no anomalies or mechanical/physical damage to the needle, spring, grip, needle/hub or excessive gel that would contribute to the failures reported. There were not tip adhesion issues. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6028533. Conclusion - evaluation of the returned representative units revealed no anomalies or damage and the needles fully retracted when tested. The units did not display any anomalies or damage that would hinder a full retraction of the needle into the barrel upon activation. There was no physical/mechanical evidence to confirm or support manufacturing process related issues for the reported defect. As stated within the training brochures, catheters should be rotated 360 degrees prior to insertion. This process should assist penetration and threading process. After the tip adhesion has been removed by rotating the catheter, the catheter should be seated to ensure the correct catheter placement exists for ease of penetration. Breaking tip adhesion also promotes a smoother threading process. Instructions to rotate the catheter prior to insertion are contained in the IFU. Bd was able to duplicate or confirm the customer's reported defect. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the suspect device failed to retract, resulting in a needle stick injury.